Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication failure occurred, and lines occurred in the image occurred due to a cable failure. The cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found bad image colors lines on the image due to bad cable.  Additional details were requested regarding the event date and procedure. However, the customer responded that the requested information was unknown . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had an image issue. The green and purple lines were displayed. The issue was found during an unspecified procedure. There were no reports of patient harm.